Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes, conclusion: film evaluation. Summary: the cause of the endoanchor coming free during implant and coming to rest within the right internal iliac artery could not be determined from the limited still images provided. Details of the patient¿s pre-implant anatomy are unknown, additional images during the implant were unavailable for review, and CT¿s were not available for a complete assessment of the patient¿s anatomy. Images during implant of the endoanchors, including the anchor that disloged, were not seen on the films returned. It is possible that this may have been anatomy related. The reported conical neck was confirmed; the neck was irregular in shape and may have contained thrombus. It is also possible that this was user related. The endoanchor may not have been implanted in the appropriate location and was deployed against an unknown hard material; possibly one of the stents from the endurant bifurcate. The mis-deployed endoanchor was confirmed to be malformed (untwisted) in shape within the right internal iliac artery, which may be have occurred if the endoanchor was attempted to be deployed into one of the endurant bifurcate stents or possibly into a section of calcification. No issues were observed with the endurant that could have led to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aaptus endoanchors were implanted prophylactically into an endurant stent graft. Vessel morphology is a conical aortic neck. It was reported that after advancing the heli-fx guide to the intended location inside of the endurant stent graft, the first stage of deployment was successful. During the second stage of deployment of the aptus endoanchor it appeared that the endoanchor hit something hard and mis-deployed. The physician continued with the procedure deploying the rest of the aptus endoanchors without issue. The mis-deployed endoanchor was free floating. The physician snared the endoanchor, however during the removal of the snared endoanchor it disengaged near the internal iliac artery and the physician decided to leave the endoanchor in the internal iliac artery. During the attempt to remove the endoanchor it was noted that it appeared to be malformed (untwisted). Per the physician the cause of the misdeployed endoanchor was due to user error in proceeding with the second stage of deployment when the endoanchor was noted to not be in the appropriate position and being deployed against an unknown hard material (not calcium but possibly the metal stent). No additional clinical sequelae were reported and the patient is fine.